Event description:
The reporter stated that during revision surgery for removal of a universal2 total wrist implant system that was implanted about five years ago, the head of the screw was observed to be corroded. Black debris at the site was observed. There was no replacement implant used. The precise product catalogue number was not provided. Integra has requested add'l info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.